Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Customer's health care professional recommended settings adjustments to their basal rate. Tandem technical support guided the customer through adjusting their settings. Customer delivered a bolus to stabilize blood glucose levels.